Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was isolated to a defective q4 on the computer/analog board, causing the monitor to not fire pulses. The monitor did not pass detect and treat testing. The root cause for the defective q4 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.